Manufacturer narrative:
On (B)(4) 2015 an fse was dispatched to address the reported event. The fse replaced both check valves to resolve the issue. There was no further action required by fse. The g7 analyzer is functioning as intended with all errors cleared. The probable cause of the event was defective check valves. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported control recovery/ retention time issues with the g7 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.